Event description:
It was reported that the customer experienced a fluctuating blood glucose (bg) ranging from 40 mg/dl to a level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates and gave a manual injection to address bg levels. Ultimately, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.